Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.